Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gmm8, implanted: (B)(6) 2014, product type: lead (B)(4).

Event description:
The reporter stated that ever since the patient was implanted, "when she gets by a microwave oven, it hurts her, it jars her. If they turn a microwave on, it sends sharp signals to her and it hurts. It had been like that since day one". No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported the manufacturer system was not affected by the emi and was unknown if the device was on power on reset (por). It was noted that patient never had the complaint in the health care provider¿s office. The patient recovered without permanent impairment and was happy with their device.